Manufacturer narrative:
The customer¿s report of visualized spark was not confirmed or duplicated, however the returned modules did have thermal damage at the iui connectors. The customer¿s report of visualized smoke was confirmed and replicated. During functional testing the right iui connector on the suspect device began to emit visible smoke. A resistance measurement across adjacent pins found pins 13 and 14 to be in a shorted state when it was expected to be an open condition. The proximate cause for the visualized spark and smoke is a thermally damaged right iui connector on the pump module. The root cause for the occurrence of the thermal event at the right iui connector is not definitively known but the presence of dried fluid residue observed on the body of the connector along with corrosion on pins suggest fluid ingress into the connector at some point was the most likely cause.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported visualizing a "spark of fire" and 2 pump modules that were connected together started smoking during unspecified infusions. There was no report of patient harm. Although requested, no further details have been provided.

Event description:
The customer reported visualizing a "spark of fire" and 2 pump modules that were connected together started smoking during unspecified infusions. There was no report of patient harm. Although requested, no further details have been provided.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.